Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, the balloon ruptured at 20 atm. The procedure was successfully completed with another same device. There was no patient complication, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the agent dcb device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon material identified a longitudinal tear in balloon. The entire length of the balloon was torn. Microscopic examination of the bumper tip showed signs of distal tip flaring. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, the balloon ruptured at 20 atm. The procedure was successfully completed with another same device. There was no patient complication, and the patient condition was good post procedure.